Event description:
Technician said a brake caster is not holding. The other three are working properly.

Manufacturer narrative:
Tech found right foot caster defective. Tech replaced right foot caster to resolve issue.